Event description:
It was reported that at the previous follow up appointment the device had a 17 month longevity and at this follow up visit interrogation and telemetry of the device was not possible. It was also reported that no pacing or magnet rate was shown on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.